Event description:
Pt undergoing cystoscopy, retrograde pyelogram, prostate biopsy and removal of bladder stones. Olive tip catheter inserted in ureter. Tip broke off in ureter. Catheter removed and tip flushed out.